Event description:
Distributor reported the physician heard a "pop" noise and removed the catheter with the stylet he was attempting to place into the pt and replaced it with a similar catheter without further incident.

Manufacturer narrative:
Failure attributed to guidewire failure. The guidewire used was not the spire guidewire provided with the kit. Investigation shows there was not a problem with our product.